Event description:
The lay user/patient contacted lifescan alleging the meter does not power on with strip insertion. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k073231.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pins high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
A pt reported that she had pain and tightness, as she experienced a slight return of symptoms at night. The returned symptoms had continued into the following day. The pt was noted to have been in the same room as her son, who was receiving an MRI scan with contrast on (B)(6) 2010. For clarification, the pt did not receive an MRI, but was in the same room for 40 minutes while the MRI was being conducted. The pt was at home at the time of the report. The pt thought that the return of her symptoms may have been triggered by stress, and wasn't sure if MRI interference was a factor. The pt had a spinal headache the week prior, and her physician believed she had a fluid leak regarding her catheter. It was further reported that the patient's catheter had dislodged a year or more ago, which caused a previous loss of therapeutic benefit (refer to manufacturer report #3004209178200906992). The patient's outcome, in addition to the type of medication, concentration and daily dose being administered via the pump were not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.